Event description:
The pediatrician placed a PICC line on one of his pts. Theline was placed successfully. The line was secure with something like tegaderm - not sure what was used, but it was standard. Please note that tegaderm is not part of co company. Dr. Turned to wash his hands and when he looked again he noticed a leak at the hub. The catheter became loose from the hub. The doctor had to remove the catheter that was still indwelling. He could not replace the line because this venous insertion site was the only one with a good vein.